Manufacturer narrative:
H10: per additional information from the customer: 1. The customer cleaned, disinfected, and sterilized the device before sent it to olympus. 2. It is unknown if there was any delay in the start of precleaning. 3. It is unknown if the customer flushed the air/water nozzle with water and air. 4. It is unknown if there were any abnormalities in the accessories used for reprocessing. 5. It is unknown if the customer presoaked the endoscope in the detergent solution. 6. It is unknown if the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. 7. It is unknown if the customer flushed the air/water nozzle/channel with the detergent solution. It is unknown if reprocessing was conducted in accordance with IFU (instructions for use). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material at the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. - the instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1:(B)(6). The device was returned and evaluated, and the customer¿s allegation was not confirmed. The additional evaluation findings are as follows: due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of upward/downward knob was out of the standard value, deterioration/damage of adhesive (due to chemical/physical stress, crack of adhesive on bending section cover, adhesive on the bending section has white-clouded area, due to clogging of nozzle, water removal ability does not meet the standard value, adhesive around objective lens was peeled, adhesives around objective lens has white-clouded area, and adhesive around light guide lens was peeled. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, that there was reduced angulation on the evis lucera elite colonovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object came out of the nozzle . There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.